Event description:
The physician attempted closure of the arteriotomy after an interventional procedure with the closer s 6 fr. Device on 1/01. The device was deployed; however, the suture broke while the physician was lowering the knot down to the arteriotomy using the knot pusher. Hemostasis was not achieved and manual compression was held for a few minutes prior to a femostop being placed. A hematoma was noted at this time which continued to enlarge. Ultrasound guided compression was also attempted, but the hematoma still did not resolve. One day later the pt was taken to surgery. The wound was evacuated and the artery was secured with sutures. The pt recovered without further incident.